Manufacturer narrative:
Product event summary # product ID# d354trg. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Model number d354trg is not approved for distribution in the united states; however, it is in the same brand family as a device marketed in the u.s. Implantable pacing lead product ID: 419478, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has an occurrence of ventricular fibrillation and the device did not deliver therapy. The patient was reported as deceased the following day. Interrogation of the device indicated that the episode was ventricular tachycardia and the ventricular fibrillation was in and out of the detection zone. The physician commented that ¿the ventricular fibrillation zone was set too high and I should have set it lower¿.